Manufacturer narrative:
Additional information: d4, h2, h10 an event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Additionally, a photo was received from the field and it appears to show the device deformity during procedure. The device history record was not reviewed due to lot number was not provided. Information from the field indicated that an unknown delivery system was used and there was no reported for anatomical interference or angulation or kink in the delivery system upon deployment. Based on the information reviewed, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on an unknown date, a 10mm amplatzer septal occluder was selected for an implant using an unknown delivery system. During the procedure, a cobra shape was noted upon deployment. The physician recaptured the device twice hoping it would go back to its normal shape but still, "cobra head shape". There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. A non-abbott device was implanted with a good result. Patient stable.

Manufacturer narrative:
An event of device deformity was reported. A returned device inspection could not be performed as the device was not returned for analysis. Additionally, a photo was received from the field and it appears to show the device deformity during procedure. The device history record was not reviewed due to lot number was not provided. Information from the field indicated that an unknown delivery system was used and there was no reported for anatomical interference or angulation or kink in the delivery system upon deployment. Based on the information reviewed, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on an unknown date, a 10mm amplatzer septal occluder was selected for an implant using an unknown delivery system. During the procedure, a cobra shape was noted upon deployment. The physician recaptured the device twice hoping it would go back to its normal shape but still, "cobra head shape". There was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. A non-abbott device was implanted with a good result. Patient stable.